Manufacturer narrative:
The customer returned gds had an air flow sensor u1 out of specification that caused the flow rate to be measured much too low. The air flow accuracy test failed at both test points. Replacing the air flow sensor resolved the issue and the air flow accuracy pv test passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported the device has a problem with the flow rate and volume. No patient involvement reported.